Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 4mm pen needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: foreign matter contamination was observed.

Event description:
It was reported that the bd ultra-fine¿ 4mm pen needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: foreign matter contamination was observed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 4mm pen needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: foreign matter contamination was observed.

Manufacturer narrative:
H.6. Investigation: four open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent patient end of cannula was observed on all four samples. No shield was returned and no manufacturing related issues were observed on the sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.